Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The hcp stated the daily infusion might be dilaudid (0.7501 mg/day) and bupivacaine (4.465 mg/day) with boluses of dilaudid (.1001 mg) and bupivacaine (.596 mg) but could not confirm the numbers. The indication for pump use was malignant pain. On (B)(6) 2019 it was reported that the patient developed a confirmed infection related to the implant procedure and the patient started being more confused after the pump was implanted on (B)(6) 2019. Per the hcp, the patient became more confused when she became septic. Last monday ((B)(6) 2019), the infection got worse for septic symptoms and being delirious and confused. Last friday ((B)(6) 2019) she came into the hospital. The patient¿s symptoms were worse when given the boluses. Per the hcp, the patient¿s boyfriend was giving the patient boluses at night and was not the caregiver. The hcp wanted the boluses turned off for 24-48 hours to see if the symptoms would go away and was requesting assistance. No further complications have been reported asa result of this event.